Event description:
It was reported that (2) devices were used during an unknown procedure. It was reported by the representative the first hp052 electric connector is broken. The other hp052 emits a solid tone, even with a test tip.